Event description:
It was reported that non-sustained lead noise due to post paced t wave oversensing on ventricular channel was observed via merlin.net transmission. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
(B)(4).